Event description:
Patient receiving penicillin 3 million units IV via a cadd prizm pump every 4 hrs via a PICC line. On call supervisor was notified at 6:21 pm that the tubing was leaking once he started getting the first dose. Patient changed the tubing and the tubing was returned to our pharmacy. Found that the tubing is defective at the filter outlet. Lot # is unknown. The tubing is smiths cadd prizm high volume administration set #21-7381. This was placed on pt that day and then removed once it started leaking when the first dose was administered via the cadd prizm pump program.